Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a vital-port detached silicone catheter titanium infusion port was implanted in the patient on (B)(6) 2016. On (B)(6) 2016 the catheter was noted to be separated from the port and remained in the right atrium of the patient. The locking-sleeve remained attached to the port, the migrated component was only the catheter. Reportedly the catheter was to be removed by a different hospital on (B)(6) 2016 however, it has not been confirmed whether retrieval of the catheter was conducted or how it was retrieved. According to the physician, no abnormality was found when performing a heparin-lock after the implantation, but leakage was confirmed during ivh performed one week after the procedure. The x-ray pictures taken the day after the procedure revealed that the catheter was already gone as the catheter was not present in the pictures. The catheter tip was located in the right ventricular beyond the right atrium, and a part of the catheter end was located in the cantral vein. There has been no information made available regarding the patient outcome after changing the hospital. At the time of this report, there have been no adverse effects reported.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU), manufacturing instructions (mi), functional testing and a visual examination of the incomplete complaint device returned was conducted during the investigation. One ip-s5116-n mini titanium vital port was returned along with a catheter lock. The catheter itself was not returned to assist with the investigation, nor were any images provided. Because the catheter was not returned and no images provided, a full investigation could not be performed. The returned vital port housing was inspected under magnification. No burrs, scratches, or anomalies were observed on the housing or the outlet tube that may have damaged the catheter. One suture hole showed signs of use. The outlet tube was measured to the requirements and the components that contact the catheter were found to be within specification. The catheter lock was also inspected under magnification, and no signs of nonconformity were observed. The IFU was reviewed, and the appropriate warnings of adverse events were present, as were clear instructions for the technique of catheter connection. Manufacturing and inspection instructions were reviewed, and catheters & outlet tubes are both inspected upon receipt and during manufacturing. Manufacturing records were reviewed, and all components were documented. All manufacturing steps were performed, documented, and reviewed by trained personnel. No other complaints have been filed for this device lot. There is no evidence to suggest the device was not manufactured to specifications. Quality engineering risk assessment was used to assess the risk of this complaint. The addition of this complaint does not change the conclusion that no further risk reduction is required. Based on this investigation, we are unable to determine with certainty the root cause for the reported difficulty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported a vital-port detached silicone catheter titanium infusion port was implanted in the patient on (B)(6) 2016. On (B)(6) 2016 the catheter was noted to be separated from the port and remained in the right atrium of the patient. The locking-sleeve remained attached to the port, the migrated component was only the catheter. Reportedly the catheter was to be removed by a different hospital on (B)(6) 2016 however, it has not been confirmed whether retrieval of the catheter was conducted or how it was retrieved. According to the physician, no abnormality was found when performing a heparin-lock after the implantation, but leakage was confirmed during ivh performed one week after the procedure. The x-ray pictures taken the day after the procedure revealed that the catheter was already gone as the catheter was not present in the pictures. The catheter tip was located in the right ventricular beyond the right atrium, and a part of the catheter end was located in the central vein. There has been no information made available regarding the patient outcome after changing the hospital. At the time of this report, there have been no adverse effects reported.